Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a balloon rupture occurred. Contralateral approach was obtained. The tight severly calcified and severely tortuous lesion was located in the left common iliac artery. The mustang 7.0 x 40, 75cm balloon ruptured at fourteen atmospheres on the first inflation. The device was removed intact. A new 7.0x40x75cm mustang balloon was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).